Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The issue was resolved with a re-boot of the system. The representative monitored the system and found no re-occurrence of this issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was unable to connect to the navigation system during the case. They tried a few cables with the same result. The site were able to see the navigation system as a connection in the navigation options, however, it would not give a green line on the navigation system. The site brought in another navigation system, however it displayed the same behavior. The site re-booted the imaging system and it was able to connect with a green line. There was a less than 1-hour delay to the procedure and no impact on patient outcome.